Event description:
It was reported that air bubbles larger than champagne-sized gaps were observed in tandem mobi cartridge during pumping, and bubbles were still present after priming with fill tubing feature. There was no reported impact to the customer¿s blood glucose level. Customer was assisted by technical support in loading new cartridge using proper technique, successfully loaded cartridge, and resumed insulin therapy, and issue was resolved.